Event description:
Within a few months of manufacture, the throttle control level became extremely loose, about to fall off of this device, increasing the risk of failure in the control of speed and direction of the unit's operation. Although, no actual injury occurred, there was a potential risk of injury that could have occurred. We ended up having to do the repair because, the MFR was going to charge the pt to diagnose and do the required adjustments, even though the unit was unsafe in its current condition. Dates of use: 6 months. Diagnosis or reason for use: mobility device - power chair. Event abated after use: yes.